Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Watermark was not observed at the base of the sensor tail. Sensor got damaged during de-casing. An extended investigation has been performed on the returned de-cased sensor and observed molex connector to be removed from the pcba (printed circuit board assembly). Attempted to extract data from pcba; however unable to extract data from pcba as molex connector was disconnected. The returned sensor was de-cased again and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly), observed that the molex connector had been damaged. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.